Manufacturer narrative:
A ge rep evaluated the sys and replaced the sram memory card. The sys operates as intended.

Event description:
The customer reported that the sys would not boot up. There was no pt injury or death reported.